Event description:
The lay reporter/mother contacted lifescan in 2006 alleging high readings on her son's one touch ultra meter. The mother mentioned that her son experienced hypoglycemia over the weekend; however, his meter readings did not coincide with this symptoms. On april 8, 2006 at 8:40am the patient tested his blood glucose and received a 3.2 mmoi/l (57 mg/dl). He was not feeling well at the time of testing. He had some "maltesers" and then took his normal does of insulin, which is 13 units of mixard 20. After taking the medication he was running around and then experienced a "fit" and collapsed. At 8:55am his mother contacted emergency services and tested his blood glucose and received a 7.4 mmoi/l (133 mg/dl), after which she rubbed some glucogel onto his gums. The patient's initial reading in the hospital was 21.2 mmoi/l (381 mg/dl). At 9:26am his mother checked his blood glucose on the ultra meter and meter said hi. She was asked to check his blood glucose again by the physician at 10:35am and meter was still showing hi. Around 10:35am the doctor took a venous sample from the wrist and sent it of to the lab and the result was 3.2 mmoi/l (57 mg/dl). Customer stayed in hospital until 7:30pm that evening and was kept under observation and given food at intervals to see if he could eat since he was sick. He was given toast, cornflakes and milk. The diagnosis was that the patient "experienced a diabetic coma". Prior to the incident the patient had been feeling a bit low and getting low results on meter. Two days earlier the patient tested and received a 14.1 mmoi/l (253 mg/dl) at 7:17am. He then tested at 3:51pm and obtained a 3.8 mmoi/l (68 mg/dl) this was before tea. He ate something sweet and then took his normal 8 units of insulin and had a bowl of cereal for his tea. He then tested at 6:50pm and the result was 3.2 (57mg/dl) and then again at 7:05pm and result was 3.3 (59 mg/dl) where he then had some sweets and some toast. One day later the patient tested in the morning at 7:14am and obtained a 2.6 mmoi/l (46 mg/dl). The patient was not feeling at the time; therefore, his mother gave him a "glicide tablet" and a square of dairy milk chocolate. He then tested at 3:57pm with a result of 3.3 mmoi/l (59 mg/dl) and ate a fruit pastel and a slice of toast. In the evening he tested at 8:05pm with a result of 11.6 mmoi/l (208 mg/dl). On sunday two days later after the incident at 3:59pm the patient's legs felt shaky and wobbly so he tested his blood and meter gave a result mmoi/l (208 mg/dl). On sunday two days later, after the incident at 3:59pm the patient's legs felt shaky and wobbly so he tested his blood meter gave a result of 17.2 mmoi/l (309 mg/dl).